Manufacturer narrative:
Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Pt reported child diagnosed with a neurological disease, specified as "chiari 1 malformation and slight tethered spine". Pt additionally reported the same child diagnosed with a neurological disease, specified as "rare chromosome 3 deletion". Follow-up with the child's pediatrician confirmed child was diagnosed with "rare chromosome 3 deletion-p13p14.3" and "chiari 1 malformation and slightly tethered spine," causality unk. No indication of treatment of treatment. Device remains implanted. This medwatch is for the right side. See MFR report# 9617229-2015-00235 for the left side.